Event description:
I have experienced complications with allergan implants for quite some time now. Breast pain, development of cyst throughout my body, heavy metal toxicity, aches and pain, weakness and multiple other symptoms. The results of the hair analysis contained multiple other high range abnormalities. Additionally, after my implants were placed, I experienced cyst in my breast, ovaries and throughout my renal area. FDA safety report ID# (B)(4).